Event description:
It was reported that the surgeon noticed that a rod had slipped out from the tulip heads in the lumbar spine.

Manufacturer narrative:
Results: the reported rod slippage occurred at the l5-s1 junction, which is an area the presents a high lordotic bend. As a result, a large bending moment is created in this area, which applies a great deal of stress on the implants. It is likely that this contributed to the event. However, the devices involved have not been received, so any further analysis cannot be performed to aid in the root cause determination. Conclusion: as a result of this and the multifactorial nature of the issue, the root cause cannot be determined conclusively. However, it is likely that the positioning of the rod within the tulip, along with the physiological forces applied on the construct in this area, contributed to the reported event.

Event description:
It was reported that the surgeon noticed that a rod had slipped out from the tulip heads in the lumbar spine.